Event description:
On (B)(6), 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately erratic. The patient reported blood glucose results of ¿168 and 218mg/dl¿ with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms suggestive of a serious injury nor did the patient receive any treatment for an acute complication to diabetes. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (10/10/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/20/2013 and 10/3/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/20/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/28/2013 and 12/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.